Manufacturer narrative:
(B)(4). Investigation results: a visual evaluation of the returned device presented no visible failures. Functional evaluation was performed. Needle was able to extend and retract without any issues. Water was injected through the device and flow without any issue. The complaint was not confirmed. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause selected for the reported failure is not confirmed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in a procedure performed on (B)(6) 2017. According to the complainant, during preparation the local injection solution did not come out. The procedure was completed with another interject¿ needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.